Event description:
The hcp reported that the patient experienced a series of motor stalls, and the hcp decided to explant the pump. The patient was not experiencing any symptoms. The hcp also reported that the patient had undergone several procedures which resulted in a significant decrease in her level of pain, and the decision was made not to replace the pump. The patient recovered without sequela. The patient's pump contained compounded baclofen.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.